Event description:
500 volumetric pump was one of three located on a pole stand (being acceptance tested in medical electronics). When stand was moved by holding onto the pumps and pushing, a pump became detached from its mounting and fell to the ground just missing technicians foot.